Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro functions board an calibrated the collimator. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported poor image quality. No pt injury was reported.